Manufacturer narrative:
H6: investigation summary nine used samples were returned by the customer. Through visual inspection, seven samples were found to have a separated male luer. From these seven, one of the male luers were found with a big crack. Two samples were returned with no defects or damages. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the separation of the male luer was determined to be an insufficient amount of solvent added at the bonding site. The root cause for the damage on the male luer was determined to be excessive force applied during use. See h10.

Event description:
It was reported that unspecified bd¿ infusion sample was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that samples had broken trifuse. Verbatim: - pr for broken trifuse but different material # samples 11, 12, 33, 37, 38, 41, 43, 45, 57.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ infusion sample was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that samples had broken trifuse. Verbatim: pr for broken trifuse but different material # samples 11, 12, 33, 37, 38, 41, 43, 45, 57.